Event description:
The patient reported in 2005 that they could no longer hear. External equipment was exchanged, but the problem was not resolved. An x-ray reportedly was done. No results were reported. Appropriate diagnostic tests were done on three separate occassions. The results of each of those tests suggested normal device function. The surgeon reportedly decided to explant the device. Successful explant/reimplant surgery was done about 1 1/2 months later. The patient reportedly was able to hear with the new device.